Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak was able to be confirmed. The reported inflation issue/failure was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the mid left anterior descending (lad) artery, after pre-dilatation with a balloon dilatation catheter (bdc), the 2.25 x 23 mm xience alpine stent delivery system (sds) was advanced and positioned at the lesion, but could not be inflated. The sds was removed and outside the anatomy a balloon area leak was noted. The procedure was completed using a 2.25 x 18 mm xience alpine without reported issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.